Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt "a weird episode" may have occurred the previous night. The patient reported a similar sensation previously, which had resulted in a syncopal episode. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.